Event description:
It was reported that the moses pulse console produced a smoking smell when the unit was turned on. The outlet of the console was tested and did not appear to be the issue. The procedure was not able to be completed. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Based on investigation of the event, the event could not be replicated and was unable to be confirmed. The inspection of the unit verified that the cooling system was working, there was no damage to the optical deck, the near and far alignment were correct, and the various power output settings worked properly. The system passed the operational and safety tests. There was no evidence or damage; therefore, a conclusion code of no problem detected was chosen.

Event description:
It was reported that the moses pulse console produced a smoking smell when the unit was turned on. The outlet of the console was tested and did not appear to be the issue. The procedure was not able to be completed. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.